Event description:
Event description guidant received information that at a device follow-up visit the field representative(fcr) was unable to interrogate the device. A technical services consultant(tsc) recommended picking the software first, then interrogating the device, and that resolved the issue. Additionally, when a commanded r wave test was attempted, with the output increased to 6.5v, no r waves were obtained. The patient has an underlying intrinsic rhythm. The fcr thought it might be noise on the lead from the lead moving around the ventricle, from a possible dislodgement.